Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) followed-up with the customer over-the-phone and identified the source of error 100 pressure high to be from a clogged column. Fse had the customer change the column and instructed to run five test samples and the pressure started at 7.89 mpa to 12.20 mpa, which is acceptable (the upper limit 15 mpa). Customer then ran calibration and quality controls (qc), where the results for both passed within specification range. No further action was required. The g8 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2017 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, provides guidance on error 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. Chapter 6 also added in the "status monitoring errors" table that the countermeasure is for customer to inspect for clogging at column and filter. The most probable cause of the reported issue was a clogged column.

Event description:
On (B)(6) 2017 a customer reported getting error 100 pressure high on the g8 instrument. Technical support specialist (tss) conducted troubleshooting with customer over-the-phone, but the issue persisted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Event description:
N/a.